Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 540 mg/dl and the other blood glucose level was 401 mg/dl. The customer declined troubleshooting. It was unknown if the insulin pump was on auto mode. The device will be returned for analysis.